Event description:
An article entitled "late restenosis following placement of a sirolimus eluting stent for in-stent restenosis" was found during a literature search. The article was published in heart, lung, and circulation (2007). Nine (9) months after implantation of a bare metal stent (bms), the patient became symptomatic and was found to have diffuse in-stent restenosis. The target lesion was the left anterior descending (lad) coronary artery between the first and second perforators. This was treated by implantation of two (2) cypher 3.0x8mm stents in overlapping fashion. Fourteen (14) months after implantation of the two cypher stents the patient again became symptomatic. Coronary angiography revealed edge restenosis distal to the second cypher stent. There was a minor degree of luminal re-narrowing within the proximal of the two stents. The distal edge restenosis was directly stented atraumatically with a third 3 mm x 8 mm cypher stent. At clinical review eight months later he remained asymptomatic and stress echocardiography was negative for ischemia at excellent workload. Thirteen months after the third ses deployment (five months after the stress echocardiography) the symptoms returned and repeat angiography showed diffuse in-stent stenosis within the proximal of the two cypher stents placed in the left anterior descending twenty-seven (27) months previously.

Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. The products are not availalble for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This report is for three products with unknown lot numbers used for the same patient.